Event description:
(B)(4): serf rc-23-0134 it was reported that the implants were explanted due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.